Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. The customer contacted technical support, where they derived that the battery needed to be replaced. A replacement battery was sent to the customer. The battery is scheduled to be replaced. Due to insufficient inventory, the repair is pending. The unit remains at the customer site awaiting repair.

Event description:
The customer reported that the battery failed. There was no patient involvement, and the device was not in clinical use at the time of the malfunction.